Manufacturer narrative:
No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The patient is specifically advised of this prior to the procedure. The presence of a taste disturbance is frequent and typically resolves over time.

Event description:
Received correspondence from patient's attorney reporting some form of taste disturbance. This patient's attorney has requested that envoy notify the FDA the fact that the patient has sustained a permanent loss of taste.